Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012687, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012687 was manufactured according to the form version 101.0, in the multivac m14, on 28/may/2025, with a total of (B)(4) units. The sub-assembly: welding the lot 5e04014 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 26/may/2025, with a total of (B)(4) units. The lot 5e04013 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 25/may/2025, with a total of (B)(4) units. The lot 5e03375 was manufactured according to the form version 34.0 welding in the machine ls06-ls07, on 25/may/2025, with a total of (B)(4) units. The lot 5e03372 was manufactured according to the form version 34.0 welding in the machine ls11, on 18/may/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was bent event on (B)(6) 2025. The blood glucose levels was high 286 mg/dl. No further information available.